Event description:
Complainant claims that the bearings were worn.

Manufacturer narrative:
The bearings were returned and examined. One bearing exhibited wear and subsurface delamination due to oxidation on the medial or lateral edge. The other bearing was delaminated and broken along the same edge, indicating that the nonuniform loading was present. Information supplied noted that the patient was very active. The investigation concludes that the patient activity level, uneven loading, and oxidation due to gamma irradiation were factors in this case. Sterilization method changes have been implemented since this product was manufactured.